Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse regarding a patient who was receiving morphine with concentration 10 mg/ml at a dose rate of 2 mg/day via an implantable pump for non-malignant pain. It was reported that the patient missed their pump refill two months ago and the pump reservoir was empty. The patient was due for a refill. No patient symptoms were reported. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The patient was described as just having forgot and failed to show for a scheduled pump appointment and ignored the low reservoir alarm. The patient had declined the pump refill with morphine. The pump was instead refilled with normal saline per the patient¿s request. The empty pump reservoir was resolved. The patient¿s weight at the time of the event was (B)(6). Regarding the current status of the device, the pump remained implanted.